Manufacturer narrative:
Investigation: the complaint for acuson sequoia c512 system lock up was investigated. Based on the information provided, a possible root cause is that safety test results indicated problems with the facility outlet. This was noted as being repaired by the facility engineers. The system was found in working condition, passed all safety and diagnostic tests, and the system checkout was satisfactory.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that the ultrasound system locked up twice during a premature ventricular contraction (pvc) ablation procedure. The patient was already under sedation when the event occurred. The first time the image froze, the technologist hit the unfreeze button but it did not work so the system was shutdown. Once the system powered down, the technologist unplugged the connection from the wall, at which it was noticed that the plug was warm. It was further reported that all connections were unplugged and then the system was rebooted. Once it was on, the technologist plugged all the connections. After fully booted, the image appeared and worked for a brief time until the system froze again. For the second time, the system was powered down and all cables and power cords were disconnected. The system was once again rebooted and connections replugged and the system worked for the duration of the procedure. The technologist reported that she felt a shock but she pulled her hands away and was not medically treated and that she is fine. There was a delay of 10-15 minutes each time it was rebooted. There was no patient adverse event reported. No additional information was provided.